Manufacturer narrative:
Concomitant medical products: 5568-53, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the emergency department physician that they were concerned the implantable pulse generator (ipg) was not capturing properly. Follow-up was attempted; however, no additional information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.